Event description:
This pi is for tha case mps reported the surgeon is requesting service since the robotic arm was not aligning to the preferred reaming acetabulum position while completing a hip case. Furthermore, while completing a total knee case, the surgeon could not enter the lateral side of the posterior cut and tibia cut. While attempting to enter these cuts, a beeping sound would occur and power to the mics would turn off. Stated performing mics status check, and all other applicable pre-surgery checks. All pre-surgery checks were green and did not show any warnings. Mps also confirmed that surgeon carefully completed registration within hip and knee case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical.  A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
An event regarding arm haptic issue involving a mako robotic arm was reported. The event was confirmed. Method & results: -product evaluation and results: the field service engineer reported: problem reproduced: yes troubleshooting notes: mps stated performing mics status check, and all other applicable pre-surgery checks. All pre-surgery checks were green and did not show any warnings. Mps also confirmed that surgeon carefully completed registration within hip and knee case. Work performed: reported problem ¿ mics issue, along with cuts being off observation ¿ found robot in storage, performed scripts testing found lefty needs calibration, joint 5 trans. Cable needs adjusting, joint 6 brake needs adjusting action taken ¿ kin cal lefty. Adjusted j5 trans cables, cleaned j6 brake hub along with clapping the brake. System ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
This pi is for tha case mps reported the surgeon is requesting service since the robotic arm was not aligning to the preferred reaming acetabulum position while completing a hip case. Furthermore, while completing a total knee case, the surgeon could not enter the lateral side of the posterior cut and tibia cut. While attempting to enter these cuts, a beeping sound would occur and power to the mics would turn off. Stated performing mics status check, and all other applicable pre-surgery checks. All pre-surgery checks were green and did not show any warnings. Mps also confirmed that surgeon carefully completed registration within hip and knee case.